Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 300 mg/dl at the time of the event and reported a difference between sensor glucose and blood glucose. The event involved products mmt-397a, mmt-332a, mmt-1884l, mmt-7040a. Troubleshooting was partially performed for sensor glucose vs blood glucose and later customer declined. It was and found that the insulin delivery was not suspended due to the sensor glucose vs blood glucose difference. The customer reported blood glucose value of 300 mg/dl and sensor glucose value of 213 mg/dl and the difference was more than 30%. The customer was reporting a discrepancy between sensor glucose and blood glucose which was not within the range. Troubleshooting was declined for hyperglycemia. No further patient complications were reported. It was unknown whether the customer will continue using the infusion set, reservoir and pump. No product return is required for mmt-397a. No product return is required for mmt-332a. No product return is required for mmt-1884l. The customer will discontinue to use the sensor. Mmt-7040a was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5, h6 (type of investigation, investigation findings, investigation conclusions) and h11 with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The sensor will not be returned for analysis.